Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was failed and drawer was not on the bus. A field service engineer replaced the half height board, drawer control, and retractors, then ran diagnostics. The drawer and all pockets were tested and everything passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen and was offline in remote smart service (rss); multiple power cycle attempts were performed by the customer, and no issues with site power or network were identified, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.